Event description:
The cardiologist attempted closure with a techstar xl 6 f percutaneous vascular surgery device and pulled the sutures through the pt's artery. This was the cardiologist's first percutaneous vascular surgery procedure. The pt underwent arterial repair. The pt did fine after surgery.